Event description:
User reported that she had trouble removing the cup and visited a doctor for help. The physician prescribed a short course of antibiotics as a precaution because the cup hadn't been removed for over 2 days. The user reported feeling fine after the incident.